Event description:
Customer reported that an antibody identification for a patient sample with a positive antibody screen was performed and anti-d and possibly a weak anti-c were identified. The results prompted the customer to perform a retest using a different cell with the same phenotype as vra184 cell 5 which was negative. Two competitor cells were tested in parallel with cell 5; reactivity was observed for both cells, however cell 5 remained negative. Customer performed antigen typing of cell 5 and satisfactory results were obtained for the c antigen.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint by lot review. Results were satisfactory. (B)(4).